Manufacturer narrative:
Initial reporter phone no.: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the return pressure sensor of a prismaflex m100 during priming. There was no patient involvement. No additional information is available.